Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt had a screw break sometime post op. A revision surgery has been scheduled.